Event description:
The elderly patient was admitted to the medical inpatient unit. The patient herself discovered a wound on her back (left scapula area) that started to itch. When scratching the area, she felt multiple raised bumps and looked in the mirror to view the area. She called nurse to the room and lifted the back of her shirt up to reveal a patterned burn mark consistent with the textured pad of a seabrook heating pad.